Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed unexpected battery power loss. Customer did not recall blood glucose at the time of incident. Troubleshooting was performed. Customer states the type of battery in use aa kroger. This is the second occurrence of replace battery alert or replace battery now without a low battery warning. The insulin pump was returned for analysis.

Manufacturer narrative:
The pump passed the self test, sleep current measurement, active current measurement, and the displacement test. All operating currents are within spec. And no unexpected power loss alarms, replace battery alerts, or replace battery now alarms noted during testing.